Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited intermittent ventricular sensing, causing ventricular tachycardia. The tachycardia converted back to normal sinus rhythm on its own. The device was explanted and replaced.